Event description:
Ercp procedure, trying to use ehl probe to break up a stone. The autolith device didn't generate a spark as would be expected, tried a second probe (thinking first was bad) and it only generated a spark on the first tap of the foot pedal. Also tried replacing the ehl cord with another. Call to rep ((B)(6) boston sci) while in procedure room. States she had seen this recently at other places and states the ehl cords probably get old. States to hold the connection between the cord and the probe tightly or even tape it secure. Got a third probe and held the connection tightly and able to complete ehl. Rep states they will credit us for 2 ehl probes that were wasted and help us get new ehl cords. Updated biomed. First ehl cord removed from room. Pt code: 4582. Device codes: 4042, 2900. Ref report: mw5183515.